Event description:
Patient had artificial urinary sphincter cuff, pump, and reservoir implanted two months ago. He developed large slowly resolving hematoma postoperatively. When patient went for follow up visit to have sphincter activated the physician noted 5-6 mm of tubing had eroded through the left scrotal wall. Patient admitted for surgical removal of system and placement of foley catheter.